Event description:
Got a "nature's bond" breast pump through the insurance company and it was the worst pump I've ever used. And I've used a lot of pumps. This particular pump does not have an adjustable speed, it has a "fast" and a "slow" setting, and 5 levels of vacuum. The fast setting is too fast for milk expression, but the slow setting only went maybe 50 cycles per minute, which is not fast enough for effective milk removal. I can normally express between 3 and 6 ounces of milk in about 15 minutes at a given pumping session used to replace a feeding while away from my baby. This pump took me 30 minutes just to get up to an average of about 2 ounces. I switched from the "brand new" nature's bond back to an old, out of warranty ameda, and immediately went from 2 ounces to 4. I'm a rn with many hours of experience in lactation, including experience with about 10 different consumer/single user breast pumps as well as ameda and medela hospital grade pumps. This is just the worst pump I've ever had the misfortune to use.